Event description:
The ge oec 9800 fluoroscopy system reported had foot switch issues, as well as uncommanded collimator closing, and grainy images.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the issues were related to a defective fluoro functions pcb (ffb). The ffb was replaced, along with the system backplane and the ps1 power supply voltage was adjusted up to spec above 5.1 volts. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.